Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pc unit had error code 133.6090 was confirmed and replicated during laboratory testing. The suspect pc unit was powered on in the ¿as-received¿ condition, the pcu powered on and immediately alarmed for error code 133.6090 (main speaker failure). The main speaker was removed and temporarily replaced with a known good main speaker for testing purposes only. The pcu was powered on and immediately alarmed for error code 133.6090 (main speaker). The power supply (ps) board was removed and temporarily replaced with a known good ps board for testing purposes only and the pcu was powered on. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. The suspect ps board was installed back, and the error code 133.6090 recurred immediately after power on self-test (post) sequence. A review of the error logs was performed, and eleven (11) error code 133.6090 (main speaker failure) were noted from 09aug2025 through 21aug2025. The event log showed that the system alarmed for error code 133.6090 immediately after power on self-test (post) sequence every time the error code was recorded. The external and internal inspection was performed. Flux residue, corrosion and thermal damage were observed on the ps board. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. No not power down until a new pcu is available. Operation will continue an all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.